Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The battery fluid crust was observed on returned batteries. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report pumping that morning at home where she uses her purely yours breast pump on battery power when she experienced a sudden loss of suction. She then noted black fluid leaking from the battery compartment and on her leg. Customer denies any burn or injury from this fluid and it washed out of her clothing.